Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user, who is visually impaired, experienced difficulty viewing and using the ilet pump interface, and chose to discontinue use and return to a previous therapy for better visibility and control; hyperglycemia up to 240 mg/dl reportedly persisted for several hours and hypoglycemia to 55 mg/dl occurred, with the user correcting highs using the system¿s corrective algorithm and treating the low with oral glucose tablets; no alerts were reported for the high, and an alert occurred for the low. Symptoms included thirst and fatigue during the hyperglycemia, with no reported symptoms during the hypoglycemia. Outcomes included self-management without outside assistance, medical intervention, or hospitalization. Investigation included internal review of the complaint and return authorization. Investigation of this case revealed that the event involved hyperglycemia and hypoglycemia with cause unclear, and user interface limitations due to visual impairment were reported, with no device alarms for the high and no device malfunction otherwise reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.